Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The pump exchange was performed on (B)(6) 2026. There were no changes on pump parameters.

Manufacturer narrative:
Section a: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an acute low flow situation. An extracorporeal life support (ecls) was implanted to stabilize the hemodynamic low flow situation. Log files were sent to technical service and confirmed the low flow alarms. A cardiac computed tomography (cct) scan was performed and indicated a suspected subtotal obstruction of the outflow graft. A pump exchange was scheduled for (B)(6) 2026.